Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right ventricular lead was explanted and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to the hospital for other reasons, on telemetry low, out of range, high voltage impedance issue was observed on the lead. Patient had presyncopal symptoms. Pacing inhibition could not be reproduced. It was suspected that a portion of an abandoned lead may be contributing to the pacing mode. Programming changes were recommended. Patient will continue to be monitored. At a later follow up, lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.